Event description:
It was reported via repair work order that the bed had intermittent power due to power cord power prong was bent and the footboard main module was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.